Event description:
Dyonics arthroscopic fluid management system was being used during ortho procedure, and was malfunctioning by putting too much fluid into the knee joint, even at the lowest setting, causing the knee to become overextended with fluid. The pt did not suffer permanent damage or injury.